Event description:
There was no patient involved. Fsca device displaying switching on automatically symptom.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The device was previously returned and investigated, under (B)(4) on the 28th october 2015. The reported fault at that time was ¿device switches on automatically¿ the investigation concluded that the reported fault was due to membrane failure. Hardware and software upgrades as per (B)(4) and final test ((B)(4)) were implemented and the membrane was replaced. The returned sam 300p passed ¿out qat¿ from heartsine technologies on the 8th december 2015. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2016 and that it performed to specification up to the last log entry prior to receipt at heartsine on the (B)(6) 2017. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The investigation was unable to replicate, or find any evidence of, the reported fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration, due to a membrane failure. There was 1 manual power up recorded in the history log of under one minute duration on the (B)(6) 2016. This manual power up was most likely due to the user power cycling the device. Therefore it is assumed the customer returned the device in response to the field safety corrective action as the device serial number falls into the range covered by the field safety corrective action. The sam 300p is now an obsolete product, therefore it will be scrapped and replaced with a heartsine sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Fsca device displaying switching on automatically symptom.